Event description:
It was reported that the pump touch screen was dark and would not turn on. Customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.